Event description:
Spontaneous call. Pt reported pump malfunctioning (syringe kept popping out). Unknown if pt missed a dose; no adverse event reported; device available for return; unknown lot/expiration. No further information known. Indication: chronic inflammatory demyelinating polyneuritis. Pump used to infuse hizentra 20% at above dose/frequency. Reported to (B)(6) by pt/caregiver.